Event description:
The technician alleged that the bed had a loss of ground. No pt impact.

Manufacturer narrative:
The clinician found the ground pin had broken off the power cord plug. The technician replaced the power cord plug to resolve the issue.